Manufacturer narrative:
As reported, the advancer tube of two 5f mynxgrip vascular closure devices (vcd) were missing. There was no reported patient injury. There is no patient information available. The deployer¿s mynx status was certified. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. The devices were prepped according to the IFU. The user shuttled down completely. Therefore, hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event and the patient recovered after the mynx event. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the received device showed that the shuttle was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f2001604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed in wither of the returned devices during analysis. In the first product the advancer tube was present and passed functional analysis. In the second product, the advancer tube and sealant were not returned. The device showed evidence of being manipulated post procedure. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two products involved with the reported event. The reporting reference number for the other event is 3004939290-2020-01696

Event description:
As reported, the advancer tube of two 5f mynxgrip vascular closure device (vcd) was missing. Therefore, hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event and the patient recovered after the mynx event. There was no reported patient injury. There was no patient information available. The deployer¿s mynx status was certified. The devices were stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the devices prior to use. The devices were prepped according to the IFU. The user shuttled down completely. The devices will be returned for evaluation. Additional procedural details were requested but are unknown.